Event description:
Screws were broken during explantation. This event did not cause an adverse consequence for the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.